Event description:
Additional information was received on (B)(6) 2012 when it was reported that x-rays will not be provided to the manufacturer. Although surgery is likely, it has not occurred to date. It was also discovered that this high impedance event is a duplicate report as it has previously been reported on manufacturer report # 1644487-2012-01904. All further investigation/information will be reported under manufacturer report # 1644487-2012-01904.

Event description:
On (B)(6) 2012 it was reported that the physician felt that something was wrong and high impedance and a likely lead break was discovered with the patient. The patient's device was then disabled. Attempts for further information are underway but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.